Event description:
It was reported that an alert was triggered due t out of range shock impedance measurements. The physician will continue to monitor the patient. In addition, presenting electrogram (egm) showed appropriate device function. This right ventricular (rv) lead will remain implanted. No adverse patient effects were reported. Additional information also noted that the pacing thresholds had increased when it comes to this lead.